Manufacturer narrative:
The product was unavailable for return. Therefore an eval of the device performance was not possible. A check of mfg records showed no anomalies. The physician does not feel that the pt's symptoms were caused by the durepair implant. It was observed that there was blood in the subarachnoid space, which is a possible cause of the observed event.

Event description:
A piece of durepair was explanted because the pt developed chemical meningitis.